Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192012-002-r. This ipg serial number was included in multiple field advisories sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. An sjm representative met with the patient and confirmed the ipg was depleted due to failure to charge according to recommendations. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been restored.